Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. The malfunction occurred before the patient was to be intubated. Customer did not disclose the duration of the delay to patient care. Customer was able to manually restart the device. Patient or user harm was reported. Patient or user harm was not confirmed. This event is recorded on complaint number 01936186. A technical support specialist evaluated the device; the malfunction was caused when a user attempted to print multiple reports to 18 printers that were no longer on the network. This caused the printer spooler service to exhaust the device's resources, leading to the reported malfunction. The technical support specialist resolved the malfunction by making a configuration change on the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. The malfunction occurred before the patient was to be intubated. Customer did not disclose the duration of the delay to patient care. Customer was able to manually restart the device. Patient or user harm was reported. Patient or user harm was not confirmed.